Event description:
It was reported that the 9800 system presented a collimator iris too large error. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Performed a collimator calibration in normal and magnification modes. The system was tested and found to be working as intended and placed back into service.